Manufacturer narrative:
As reported, the capsure fixation device fasteners were exposed prior to firing and failed to fixate. As received the fasteners were not exposed from the cannula. Evaluation of the returned sample could not reproduce the reported event that the device failed to fixate. Functional and simulated use testing found the device to function as intended. The tack setback being slightly below the spec is likely the result of an event occurring during user/device interface resulting in the device to go out of synchronization. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. The precautions section states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, the capsure fixation device fasteners seem to be exposed and did not fixate the mesh to the tissue effectively. It was reported that 3 or 4 fasteners were deployed according to the tack counter at the back of the device with 2 of the fasteners implanted. The fasteners that did not fixate were removed. There was no patient injury reported.